Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was between approximately 100-120 mg/dl, and the meter bg reading was not provided. As a result of the basal suspension, customer's blood glucose (bg) level rose to 507 mg/dl resulting in swelling in their limbs as well as itchiness. Due to the elevated bg the customer went to the emergency room and was subsequently hospitalized (specific date was not provided). While in the hospital, the customer was treated with intravenous fluids of insulin and saline. The customer was released from the hospital (no specific date provided) with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.